Event description:
A patient came into tec with "sharp splitting coronary pain." During course of evaluations, it was noted that pacemaker had been recalled. The device was changed out during evaluation of problem due to history without difficulty. Initial complaint was found to be a duodenal ulcer.